Event description:
Information was received indicating that during use of this smiths medical cadd solis vip pump, under deliver was noticed. It was reported that the patient went home with pump on 15-oct and patient disconnected on two days later, and there was approximately 75mls of 348 mls remaining in bag with infusion at 7.6 mls/hr for 46 hours. It was reported that the patient did not receive approximately 10 hrs of ordered treatment. No patient injury reported.